Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no anomalies. The event history log confirmed four occurrences of the reported error during infusion. Functional testing was unable to replicate the reported issue; however, it was confirmed. The root cause was determined to be a motor time out issue. The motor and optical were replaced as a precautionary measure and the geartrain assembly was relubricated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited an error code. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.